Event description:
Through review of medical literature "transapical aortic valve replacement in extreme-risk patients: outcome, risk factors and mid-term results" author: enrico ferrari, et al, published on "european journal of cardio-thoracic surgery" 0(2012)1-8. It was identified that two edward´s valves required valve in valve intervention in the aortic position due to stenosis after an unknown implant duration. In this case a patient with an edward's 25mm valve implanted required a valve in valve procedure due to stenosis. In this case the transcatheter valve was implanted successfully.

Manufacturer narrative:
The device was not returned to edwards as it remains implanted. Without return of the device of additional information the root cause of the event cannot be determined and the clinical observation cannot be confirmed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.